Manufacturer narrative:
The investigation determined that a non-reproducible lower than expected vitros amon quality control result was obtained from a single non-ocd control fluid, using vitros amon micro slides on a vitros 5600 integrated system. The assignable cause of the event is most likely an instrument event related to microslide incubator contamination. The cause of the contamination of the microslide incubator was not identified. Results of pre-service amon precision tests were unacceptable compared to ocd guidelines, indicating the vitros 5600 instrument was not performing as intended when processing vitros amon slides. Acceptable amon quality control performance was obtained after ocd maintenance actions were performed including the replacement of the microslide incubator evaporation caps.

Event description:
The customer observed a non-reproducible higher than expected vitros amon quality control result obtained from a single non-ocd quality control (qc) fluid, using vitros amon micro slides on a vitros 5600 integrated system. Qc level 2 result: 96.8445 umol/l vs. Expected 79.0 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Although there were no reports of affected patient sample results, it cannot be confirmed that patient sample results were not affected and would not be affected if the event were to recur undetected. There was no allegation of patient harm. (B)(4).